Event description:
During an orif left proximal humerus procedure as the surgeon was putting the screw in it was off axis and hitting the plate. This caused the threads to peel off. The threads off the screw fell into the patient wound. The surgeon was able to retrieve the pieces and checked an x-ray to ensure all the pieces were removed. The surgeon used a new screw to complete the procedure without incident. The procedure was delayed approximately one minute.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.